Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a split in the silicone tubing on the catheter adapter. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set was cracked. This issue was noticed at home during treatment. When the issue was found the product was replaced with a new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.